Event description:
Boston scientific received information that the body of this right atrial (ra) lead was damaged which was identified during routine follow-up. Additional information received indicated that this lead exhibited pacing lead impedance greater than 2000 ohms and loss of capture (loc). This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.